Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. The device also alarmed signal too low and unexpected restart error after every battery change. The patient's blood glucose at the time of incident is unknown. The device also alarmed with two no delivery alarms which were resolved by disconnecting and reconnecting the same reservoir. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The device was able to rewind. A self test also passed. No products were returned or replaced.